Manufacturer narrative:
Imaging prior to impella insertion showed that the patient had peripheral artery disease (pad). The returned pump was visually inspected and no abnormalities related to the ischemia were observed. There was some light scratching down the length of the repositioning unit sheath and some notching next to the blue suture pad. The data log was reviewed showing the pump operated to specification. The recommended 5% dextrose and 50 iu/ml heparin concentration were added to the purge 6 hours into the run. The cause of the leg ischemia was a combination of peripheral artery disease and thrombus found in the iliac artery after pump removal as reported in the clinical. After the pump was removed, the ischemia persisted until the thrombus was removed from the iliac artery to resolve the ischemia. The patient's acts were not reported to indicate the source of the thrombus.

Manufacturer narrative:
The impella cp was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted in the right femoral for cardiogenic shock (cgs). The patient¿s right leg looked mottled and the decision was made to remove the pump. This patient looked to have peripheral arterial disease (pad). Thrombus was noted in the iliac system and as a result angiovac and balloon angioplasty was done to restore flow. The patient was brought to the operating room (or) for thrombectomy and fasciotomy was needed post procedure.